Event description:
It was reported that the asymptomatic, non-pacer dependent patient presented in clinic for routine follow-up. The patient had several inappropriate ams episodes and several atrial noise reversion episodes. The noise could not be reproduced in-office. The atrial sensitivity is set to auto. The physician plans to make no changes to the programmed parameters and the patient will continue to be monitored. The lead remained implanted.

Manufacturer narrative:
(B)(4).